Manufacturer narrative:
Reliability analysis inspected (B)(4) opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. The sensor was unable to confirm in received sensor said condition due to customer returned opened/used.

Event description:
It was reported of a change sensor alarm from the sensor. The customer's blood glucose value was unknown. The mother stated that the sensor was inserted on (B)(6) in the evening. The customer stated that a change sensor alarm was displayed without previous cal not accepted alarms. The watertight test passed. The customer will be sent a replacement sensor.